Event description:
It was reported that when attempting to load an analyzer session, an error message was received indicating there was "lost communication." Technical services recommended that the analyzer be replaced to see if the issue resolves. The status of the programmer is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.